Event description:
On 1/4/2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak inserter would not fit down the drill guide from an ar-3638dc knotless fibertak disposable kit. Surgeon opened a new kit and the fibertak inserter still did not go down the drill guide. A new ar-3636 knotless fibertak was opened and this one only worked with the second ar-3638dc knotless fibertak disposable kit that was opened. Case was completed successfully without further issues. This was discovered during a procedure on (B)(6) 2022. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.